Event description:
It was reported that during a renal stenting treatment procedure, guide wire delamination occurred. The physician used an antegrade approach starting with placement of a 5f non-bsc guide catheter and placement of a 35/145 amplatz super stiff wire. Next the physician advanced a 6x22-30 contour vl ureteral stent over the wire to the stenosis with difficulty. Stent deformation occurred, however the stent was able to cross the stenosis successfully and "reformed". The physician attempted to remove the wire and observed wire delamination and "severe wire damage." The procedure was able to be completed with the stent and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the retuned device revealed the distal tip unraveled and bends and peeled sections along the body. The corewire is fractured at 140.1cm approx. From the proximal end. The coil is elongated. Kinks and bends were noted along its body. The coating is peeled. The fracture section was sent to the (B)(4) lab for analysis. (B)(4) lab results revealed the failure occurred due to a torsion overload. The bath number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a renal stenting treatment procedure, guide wire delamination occurred. The physician used an antegrade approach starting with placement of a 5f non-bsc guide catheter and placement of a 35/145 amplatz super stiff wire. Next the physician advanced a 6x22-30 contour vl ureteral stent over the wire to the stenosis with difficulty. Stent deformation occurred, however the stent was able to cross the stenosis successfully and "reformed". The physician attempted to remove the wire and observed wire delamination and severe wire damage the procedure was able to be completed with the stent and no patient complications were reported.

Manufacturer narrative:
(B)(4)